Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026, in order to explant the device. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a skin lesion and inflammation along with extrusion of the device (date not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.